Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was implanted transgastric to pancreas to treat a fluid collection during a pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the stent was successfully deployed; however, there was difficulty removing the delivery system. The catheter was re-sheathed and was able to be removed. The procedure was completed with the original stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.